Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dislodged stent requiring intervention. Device issue: stent dislodgement. It was reported that the first 2.5 x 18 xience failed to cross and was removed. After removal it was noted that several struts were bent. The second 2.5 x 18 xience was attempted, but as the vessel was very tortuous, it could not cross around the bend, and dislodged. A voyager balloon was used to deploy the balloon at an unintended site. The third 2.5 x 18 xience was attempted, but also failed to cross. It also dislodged, and a voyager balloon was used to retrieve it, by slightly inflating it inside the dislodged sent to catch it and the stent. The voyager balloon and xience sds were all drawn out as a unit. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. The other xience stent delivery system mentioned is being filed under another MFR number. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the distal shaft. There was no contrast visible. The stent implant was dislodged and was not returned. The proximal end of the balloon was tightly folded. The distal end of the balloon was wrinkled. There were crimp marks on the balloon between the markers. There were kinks in the hypotube, 17.5 cm and 26.5 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with the reported information that the product was inserted in the body, but the balloon was not inflated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the very tortuous vessel. The stent implant was not returned, confirming the reported stent dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The target lesion was described as very tortuous, which may have contributed to the reported stent dislodgement. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment. It is possible that the wrinkling of the distal end of the balloon is the result of encountering resistance with the lesion during advancement, as it was reported that it was difficult to cross the target lesion. In this case, it appears that the reported failure to cross and stent dislodgement are related to the operational context of the product and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.